Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d6b., d.9., h.3., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on valve bond edge side assessed as unidentified (tear) opening. Additional observations: ¿ crease flat is observed. ¿ brown particles in fill channel are observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported ¿hole on the patch side.¿ the record relates to the left side.